Manufacturer narrative:
Medtronic rep reports that the issue was the result of user technique. No additional issues have been reported.

Event description:
A medtronic rep reported that the surgeon was 3-4 mm inaccurate after doing a point merge registration. The surgeon proceeded with the case using navigation. There was no impact on pt outcome reported.